Event description:
It was reported that the patient had breakthrough seizures recently and the physician suspects the generator may be nearing eos. A rough battery life calculation was performed which resulted in approximately 1.6 years remaining until eri = yes. Attempts for further information have been unsuccessful to date.